Manufacturer narrative:
The device sample was not available for an evaluation.

Event description:
On 2004, a patient experienced a complete disconnection between line and clamp of the transfer set (pd bag side), which was placed in use on the previous month. The transfer set was changed and the patient received prophylactic antibiotherapy. There were no clinical consequences resulting from this event.